Event description:
Lawsuit alleges negligent and careless in mfg, sale and distribution of 6947 therefore causing plaintiff "serious and grievous injuries...infectious process...spinal injury which has caused partial paralysis of plantiff's legs and required plaintiff to undergo additional operations."